Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pins was returned. External insulation abrasion was found at 4.5-4.7cm from the connector pin. The etfe coating was intact at the same loccation.

Event description:
This report is to advise of an event observed during analysis.